Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead had loss of capture. It was further reported that during the lead revision procedure the lead was observed to have some "wrinkling" on the first connection between the yoke and the pin. The pace/sense portion of the lead was capped and an existing right ventricular pacing lead was re-activated.. No patient complications have been reported as a result of this event.